Event description:
It was reported that patient was referred for battery replacement due to battery depletion. Additional information was receive that reports the mom noticed increased seizures over the last two years that prompted her to schedule a clinic visit to have the vns checked. That is when physician confirmed battery as depleted. The explanted device has not been received for analysis to date. No additional relevant information has been received to date.

Event description:
It was reported that patient was referred for battery replacement due to battery depletion. Additional information was receive that reports the mom noticed increased seizures over the last two years that prompted her to schedule a clinic visit to have the vns checked. That is when physician confirmed battery as depleted. The explanted device has not been received for analysis to date. No additional relevant information has been received to date.

Event description:
The explanted device was discarded.